Event description:
The patient was revised to address an insert being too thin affecting the patient's balance. Update rec¿d (B)(4) 2014- patient's medical records were received. Records indicate upon revision metallosis was found in the synovium. A metal coding surrounded the patellar implant and when that was removed the patellar bearing fell off without having to be levered off. The patella will be reported at this time. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided and reviewed. Review of the device history records and/or a lot specific complaint database search was not possible as the product code and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.